Event description:
Clinical researcher reported the following: "on the (B)(6) 2009 pt re-admitted for surgical repair ligamentum patellae and tension band wiring of the patella to tibial tuberosity ((B)(6) 2009). With x-rays on (B)(6) 2011 admission to (B)(6) with a history of being unwell for two weeks, reduced mobility, treatment for a urinary tract infection (antibiotics amoxycillin and gentamicin) and symptoms of fever. Right knee: tenderness of the joint line and a range of movement (rom) 0?-15. Medical diagnosis: possible colovesical fistula (confirmed no fistula (B)(6) 2012), sepsis, acute renal failure. Orthopaedic review identified the patella fracture wire fixation had failed. It was decided that, in the light of good function and reducing symptoms, surgery ruled out but conservative treatment to be continued with follow-up at (B)(6) hospital. Transferred to ward 86 in (B)(6) for a period of rehabilitation. On (B)(6) 2012, pt was discharged home with follow-up care in the community and to be continued on life-long oral antibiotics (ciprofloxacin and rifampicin)."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.